Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On 09/02/2025, it was reported by the parent that the patient experienced a skin reaction where they developed a rash, redness, inflammation/swelling, pimples/ bumps, blisters, dry skin, drainage, and an infection under the sensor patch. The patient had itching and burning sensations in the area. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2025, the patient consulted a physician who prescribed otc apap (unspecified mg dosage) and oral and topical antibiotic medication (keflex 5 ml, twice per day; and mupirocin cream, twice per day). No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).